Event description:
This report is to advise of a displaced electrode noted during analysis.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that electrode 2 was displaced distally, consistent with a fracture in conductor wire 2, the observed open circuit, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode ring it remains unknown.